Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the system was removed on july 20 but that the lead broke and a fragment as left behind.  No further complications were reported/anticipated at this time.